Event description:
It was reported that a patient underwent a hip revision due to a fracture of the liner and femoral head.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h4, h6, h10. Two radiographs, taken on 29th june 2019, have been provided for analysis with cmp-0527367: one anteroposterior and one mediolateral. In both xrays, ceramic material is visible in the medial joint space, which is assumed to be fragments of the fractured biolox delta head and/or liner. The patient had a height of 158 cm and a weight of 58 kg at the time of surgery, and therefore a bmi of 23.2 (normal weight). The patient¿s postoperative activity level was ''good''. Due to the lack of bone structures visible on the x-rays, it is not possible to measure the inclination and anteversion angles of the acetabular shell. It is mentioned in the ea log questionnaire final section on etq that the surgical technique for the product was utilized. However, in the surgical notes there is no reference to the inclination and anteversion angles that the acetabular cup was placed at. The exceed abt surgical technique recommends cups to be positioned at 40 to 45 degrees of inclination and in 20 to 25 degrees of anteversion. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign - event occurred in (B)(6). Concomitant medical products: biolox delta lnr 28mm 46-48mm catalog #: 650-0790, lot #: 2016031936; exceed abt 3hl shell 37/48mm, catalog #: 123748, lot #: 3914211; echo por fmrl red nc 9x125mm, catalog #: 192409, lot #: 372310; ti low profile screw 6.5x25mm, catalog #: 103532, lot #: 597080. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip revision due to a fracture of the liner and femoral head.